Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 1ml of juvéderm® volux¿ xc in the chin with 0.2ml aliquots. Patient reported half their tongue felt numb after injection finished and also felt pain. Upon hcp inspection it was noted half the tongue was blanched. Vascular occlusion was reported. Patient was given pronox and about 30 vials of hyaluronidase were injected. The blood flow improved following the intervention per ultrasound and the pain decreased. Patient was also prescribed sildenafil, a medrol dose pack, and doxycycline. It was noted the patient had a complete recovery.